Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported patient effect of tissue damage appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient was at high risk for surgery. Two clips were implanted, reducing the mr to 2-3. The third clip delivery system (cds) was advanced to the mitral valve. After grasping, the mr reduction seemed adequate. As leaflet insertion was being confirmed, the mr increased and the clip was noted to be detached from one leaflet, with a leaflet tear. The clip was opened and repositioned. Again, the mr reduction was adequate, but after a few minutes the mr increased and the clip detached from one leaflet resulting in an additional leaflet tear. The clip was again opened and a third attempt was made. The clip was successfully deployed. It was noted that the mr was reduced to 3, but was not as good as expected due to the leaflet tears. The patient will be considered for surgery. No additional information was provided.